Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the u.s., list number 01l82.

Event description:
The customer stated that the architect analyzer generated repeat (B)(6) results on one patient sample compared to three other methods. The results provided: architect anti-hbs run on (B)(6) 2013 = (B)(6) and repeated as (B)(6) (greater than or equal to (B)(6) = (B)(6)). The patient sample was again tested on (B)(6) 2013 as an auto dilution and generated a result of (B)(6) . The customer then sent the patient sample out to another facility where the following tests were run: pha method = (B)(6), clia method = (B)(6), immuno chromatography = (B)(6). All controls were within range. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, a review of manufacturing records, and a review of labeling. A review of complaint tickets determined that there is no unusual activity for architect anti-hbs reagent 7c18-25, lot 22285lf00. There is only this complaint for this lot and the complaint trending report review showed no adverse trend or non statistical trends. Analytical specificity testing was performed using an in-house reference lot of architect anti-hbs, ln 7c18-25, lot 22285lf00. All validity and acceptance criteria were met, demonstrating that architect anti-hbs reagent, ln 7c18-25, lot 22285lf00 is performing acceptably. A review of the manufacturing and testing records for lot 22285lf00 was performed and no issues were identified. A review of the text in the complaint identified that an antigen addition test was performed by the customer on the patient sample and showed a reduction in the antigen concentration. These results demonstrated that (B)(6) was present in the patient sample, supporting the positive architect anti-hbs results generated. A review of the architect anti-hbs reagent package insert was performed which states that if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. Based on our evaluation we have determined that architect anti-hbs reagent ln 7c18-25, lot 22285lf00 is performing acceptably and no deficiency or malfunction was identified. The (B)(6) results generated by the customer appear to be (B)(6).